Event description:
Pt undergoing endoscopic retrograde for removal/replacement of occluded biliary stent. Stent removed, yet during cannulation of common bile duct, the physician noted difficulty of angle necessitating repositioning of the scope. With this repositioning, apparent weakening of wall detected with perforation of the duodenum. Pt to surgery within 1 hr 45mins for repair of perforated duodenum, cholecystectomy and gastrojejunostomy. As of 8/12/99, the pt was in the hosp on a ventilator.